Event description:
It was reported that this inflatable penile prosthesis device presented a fluid leak. During revision surgery, it was found that the device had a fluid loss. The device was explanted and replaced. There were no patient complications.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for reservoir is (B)(4). Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. Both cylinders examined under the microscope exhibited wear at the fold in the proximal end, middle, and distal end of the cylinder; however, both cylinders passed the leakage test. The ms pump kink resistant tubing (krt) was worn down to the filament and had a hole due to wear, which caused it not to pass the leakage test. The ms pump passed functional testing. The reservoir was microscopically inspected and tested for leaks. Wear at a fold in its shell was noted, nut no leaks were identified. Based on the information available, the reported device allegations were confirmed.

Event description:
It was reported that this inflatable penile prosthesis device presented a fluid leak. During revision surgery, it was found that the system was empty. The device was explanted and replaced. There were no patient complications.